Manufacturer narrative:
Additional information was received and the product evaluation was updated: during use of the 5f mynxgrip vascular closure device (vcd), the inner white plastic would not separate from the black outer plastic. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The advancer tube remained in the manufacturing position. The sealant was observed to have protruded out from the outer cartridge tubing side slit, and the sealant sleeve was displaced, covering the balloon proximal tip as received. It was noted that the sealant grip tip was exposed to moisture and adhered to the catheter shaft as received. The procedure sheath was not returned with the device. Per functional analysis, the shuttle down procedure was simulated on the returned device, and the advancer tube was found properly engaged to the proximal tamp lock as intended per the mynxgrip instructions for use (IFU). Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, high magnification showed that the sealant was exposed to moisture and stuck/adhered to the device components as received. The condition of the returned device indicates that the sealant may have been prematurely hydrated, and during shuttling and unsheathing step, the sealant hindered/obstructed the device path from being advanced, which may have contributed to the reported incident. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f2106402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy -advancer tube¿ was not confirmed during analysis of the returned device, as the device performed as intended during functional analysis. The exact cause of the reported event could not be conclusively determined. Based on the available information and the analysis of the returned device handling factors may have contributed to the reported event, as the sealant was found to be prematurely hydrated. According to the instructions for use (IFU) which is not intended as a mitigation of risk, during device preparation, ¿remove the balloon catheter from the tray by holding the shuttle and pulling the device out of the protective tubing. Do not move the sealant sleeve¿. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the 5f mynxgrip vascular closure device (vcd) and three (3) unknown mynx devices, the inner white plastic would not separate from the black outer plastic. There was no reported patient injury. The devices will be returned for analysis.

Manufacturer narrative:
During use of the 5f mynxgrip vascular closure device (vcd), the inner white plastic would not separate from the black outer plastic. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The advancer tube remained in the manufacturing position. The sealant was observed to have protruded out from the outer cartridge tubing side slit, and the sealant sleeve was displaced, covering the balloon proximal tip as received. It was noted that the sealant grip tip was exposed to moisture and adhered to the catheter shaft as received. The procedure sheath was not returned with the device. Per functional analysis, the shuttle down procedure was simulated on the returned device, and the advancer tube was found properly engaged to the proximal tamp lock as intended per the mynxgrip instructions for use (IFU). Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, high magnification showed that the sealant was exposed to moisture and stuck/adhered to the device components as received. The condition of the returned device indicates that the sealant may have been prematurely hydrated, and during shuttling and unsheathing step, the sealant hindered/obstructed the device path from being advanced, which may have contributed to the reported incident. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f2106402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy -advancer tube¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, during device preparation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ during device preparation, ¿remove the balloon catheter from the tray by holding the shuttle and pulling the device out of the protective tubing. Do not move the sealant sleeve¿. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.